Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was loss of capture and failure to ventricular pace. It was also reported there were "multiple dropped beats" and the patient became short of breath. Re-programming was performed and capture was obtained. The lead remains in use and no further patient complications have been reported as a result of this event.